Event description:
Rptr states infection of chest & arms started on 11/15/87 after breast cancer surgery. After 7 weeks she went back to drs to be drained because of implant. She had 2 yrs of aches & pains. Many bone & liver scans, always thinking that it was cancer recurrence. She had abnormal blood tests, cause never found. Always thinking it was recurrence of cancer. After removal of silicone implant in 1991, replaced two times with saline implants. Still pain & aches.